Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. A customer initially reported that their adc device display froze and a replacement device was ordered, however, the customer did not receive the device. Consequently, the customer became hyperglycemic with symptoms of vomiting and dizziness and was unable to self-treat. The customer seen at a hospital where IV serum and insulin (type/dose unknown) was administered for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.